Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the top case was cracked by the plunger tube, the right plunger case and the battery door were cracked, and the bottom case was cracked by the l-bracket. A review of the event history log identified motor not running. During functional testing the motor rate error was found during the occlusion test. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. (UDI) was unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump's motor was not running. No patient injury was reported.